Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -06.00 diopter, implantable collamer lens, into the patient's right eye (od) on. Excessive vault was observed. The lens remains implanted. Per the reporter on (B)(6) 2020, "the patient has not been scheduled for surgery at this time" additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -06.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as device. Reportedly, "lens too long despite staar sizing recommendation." H6 - health effect - impact code: from 2199 to 4629. Claim# (B)(4).